Event description:
The physician achieved arteriotomy closure with the perclose a-t (closer ak) device after a diagnostic procedure. It was unknown if fluoroscopy was performed to confirm placement of the arteriotomy in the common femoral artery. There was no report of difficulty device insertion. The foot was deployed and the plunger delivered the sutures. The needles were pulled back and the sutures were cut. The foot was then noted not to park completely. The physician "gently' opened and closed the lever a few times and after moving the device back and forth, the foot was able to be parked. Hemostasis was achieved. There was no report of adverse pt effect.